Manufacturer narrative:
Patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. Ppm has been shown to be associated with worse hemodynamic function, less regression of left ventricular hypertrophy, more cardiac events, and lower survival. The device was not returned for evaluation, as device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was learned from implant patient registry that a 27mm mitral valve was explanted and replaced with a 29mm valve after an implant duration of 6 years, 2 months due to pannus, calcification, stenosis secondary to patient prosthesis mismatch. The patient presented with worsening chf. Per medical records the patient underwent redo-avr and redo-mvr; concurrently aortic annular enlargement of the non-coronary sinus with a hemashield patch was performed to mitigate the risk of patient prosthesis mismatch. Valve testing demonstrated good valve competence and minimal residual perivalvular leak. Echocardiography demonstrated a well-functioning bioprosthetic valve in the mitral position. The patient tolerated the entire procedure well, was then transported from to the surgical intensive care unit in stable condition. On pod#2 the echo showed the valves were okay. The patient was discharged in stable condition on pod #30. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H10: additional narratives. Updated b5 per new information received.

Event description:
It was learned from implant patient registry that a 27mm mitral valve was explanted and replaced with a 29mm valve after an implant duration of 6 years, 2 months due to large amount of pannus, calcification, symptomatic stenosis related to patient prosthesis mismatch. The patient presented with worsening chf. Per medical records the patient underwent redo-avr and redo-mvr; concurrently aortic annular enlargement of the non-coronary sinus with a hemashield patch was performed to mitigate the risk of patient prosthesis mismatch. The hemashield patch was sewn to the mitral annulus basically incorporating the sewing ring of the mitral valve and then carried up onto the native aorta. Upon weaning from cardiopulmonary bypass, it became apparent that there was a large perivalvular leak in the region of the a1-p1 commissure around the 29mm mitral valve. Atriotomy was once again opened, and the valve was inspected. Two pledgeted 4- 0 prolene sutures were then used in the region of the leak. This was done to bring the thickened atrial tissue through the sewing ring of the bioprosthetic valve. Valve testing demonstrated good valve competence and minimal residual perivalvular leak. Echocardiography demonstrated a well-functioning bioprosthetic valve in the mitral position. The previously identified perivalvular leak was much smaller, probably in the mild range. The patient tolerated the entire procedure well, was then transported from to the surgical intensive care unit in stable condition. On pod#2 the echo showed the valves were okay. The patient was discharged in stable condition on pod #30.

Manufacturer narrative:
The root cause of this event cannot be conclusively determined. However, it is likely that patient related factors contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.